Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use: "chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that there was an air/water feeding problem while using the evis lucera elite gastrointestinal videoscope. There was foreign material at the nozzle port found during reprocessing. The unknown intended procedure was completed with a similar device. There was no procedural delay and the patient was not under sedation at the time. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation of an air/water feeding problem while using the evis lucera elite gastrointestinal videoscope was confirmed during evaluation. The failure was caused by a deformed nozzle. Also, the bending cover had crystals. In addition, the adhesive at the bending cover was detached and the swbox and sw1 were worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.